Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity functional test; rf head case found out of electrical specification. Analysis also found the rf lead failed uplink functional test; the rf head cable found out of electrical specification. It is noted the rf head label backing is missing and the rf head has internal damage (corrosion) due to possible liquid immersion. (B)(4).